Event description:
It was reported that the anesthesia system generated two technical error codes indicating airway pressure sensor error. The system checkout failed in the pressure transducer test. There was no patient harm. Manufacturer's reference #: (B)(4).